Manufacturer narrative:
No medwatch form was received.

Event description:
During device changeout, low impedance was reported. The patient required external defib for rescue. The device aborted therapy due to excessive current detection. It was suggested that the lead be replaced; however, the physician elected to keep the lead active. The device was reprogrammed rv-can, around the suspected svc conductor damage.